Manufacturer narrative:
Product analysis summary: the stent was positioned between the marker bands but not meeting specifications due to deformation at the proximal end. Deformation was evident to the 15th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a mildly tortuous, moderately calcified lesion exhibiting 80% stenosis located in the mid rca. The device was inspected with no issues. The device did not pass through a previously-deployed stent. Resistance was encountered while advancing the device to the lesion however excessive force was not used. It was reported that stent deformation occurred in vivo during positioning/advancement to the lesion. The procedure was completed using a non-medtronic device. The patient is reported to be alive with no injury.

Manufacturer narrative:
There was a lesion of approximately 50% stenosis proximal to the culprit lesion. If information is provided in the future, a supplemental report will be issued.